Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the leak in the sample tubing between the differential mixing chamber and the flow cell. The tubing was rubbing on the radio frequency (rf) coaxial cable when mixing. The fse replaced the tubing which resolved the leak and rerouted it to prevent rubbing when mixing. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that blood tainted fluid was leaking out of the back of the coulter lh 750 hematology analyzer. The volume of leak was 1 cup and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.